Event description:
It was reported that during a patient transport the medic crew attempted to convert the stretcher from the chair position to the bed position to prepare for loading into the ambulance; however, the handle utilized for the conversion would not function. The transport was delayed as another ambulance and stretcher need to be called to continue the patient transport. There were no reports of injury or adverse effects as a result of the delayed transport.

Event description:
It was reported that during a patient transport the medic crew attempted to convert the stretcher from the chair position to the bed position to prepare for loading into the ambulance; however, the handle utilized for the conversion would not function. The transport was delayed as another ambulance and stretcher need to be called to continue the patient transport. There were no reports of injury or adverse effects as a result of the delayed transport.

Manufacturer narrative:
Through communications with the end user, the reported issue was confirmed and the appropriate replacements parts were identified and shipped to the customer for repair. The customer has confirmed the repair was completed and the stretcher is now functioning as intended.